Event description:
It was reported that 16 months post implant of a bifurcated device and a infrarenal aortic extension, an endoleak was identified. Reportedly, the patient showed up for duplex screen follow up and sac enlargement was seen. A follow up computed tomography was also performed and there was an endoleak. The graft had disconnected at the overlap between the main body and the proximal extension. The physician elected to treat the patient by placing an infrarenal aortic extension as a bridge piece between the two, and a suprarenal aortic extension was placed at the proximal end of the orginal graft right under the renals. The final run showed no leak present.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the complaint investigation, the reported type iiia endoleak was confirmed through clinical assessment. The product remains in the patient. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not identified due to limited available information. However, product use was incongruent with the IFU due to the reported bilateral iliac artery stenosis of the common iliac arteries. Patient factors that might have contributed to this event included the patient's use of antiplatelet therapy and extensive cardiovascular disease (disease progression).